Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.183" x 0.887" was found to be broken off. The broken piece was not returned. The complaint regarding tip issues was confirmed by failure analysis.

Event description:
It was reported that the tip of the tip-up fenestrated grasper broke. There was no patient harm.